Event description:
It was reported the pt suffered a fall. X-rays were taken and revealed the lead migrated and pulled slightly out of the epidural space. Diagnostic testing revealed impedance were within normal ranges. Reprogramming was able to provide adequate stimulation. F/u info indicated the pt's physician indicated the pt has effective stimulation, the lead is stable in its current location and no surgical intervention will be taken at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.